Event description:
Customer reported that she was unable to hear when the insulin pump was alarming. The blood glucose reading was 162 mg/dl. Customer reported that the vibrate mode was on and that the battery had just been changed. The insulin pump did not vibrate during the self test. She stated that the alarm was very faint and that there was no vibration. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was selected in vibrator and beep mode and passed self test. No vibrator or audio/beep anomaly noted during testing. The device was received with minor scratched display window, cracked lcd window at all four corners, cracked case at display window and cracked reservoir tube lip.